Manufacturer narrative:
The customer¿s complaint of a balloon in the silicone pumping segment was confirmed per photo received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.

Event description:
The customer reported a balloon in pumping segment of the tubing and broke. There was no harm.